Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-00186, software version: 3.2., a software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door opened and closed normally. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the system did not expose and got stuck around the patient. The door was opened manually. The procedure was completed without the use of the imaging and navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was also reported that the system failed the gain calibration. The site decreased it by two but it failed again. The system went into standalone mode and the system re-booted itself. Upon reboot, the site attempted the gain calibration again and it failed on 115. The site reduced it by two and then it passed.

Manufacturer narrative:
Additional information: patient demographics provided. If information is provided in the future, a supplemental report will be issued.